Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Medical products: a 4194 implantable pacing lead: (B)(6) 2004. A 5076 implantable pacing lead: (B)(6) 2004. (B)(4).